Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. A lot history review was not possible as the lot number was not provided. Based on the information provided and without the return of the device, the reported event could not be confirmed and the root cause could not be determined. However, it should be noted that the mynx vascular closure device is manufactured with a flexible atraumatic tip on the distal end of the catheter shaft. The atraumatic tip is configured to guide the catheter shaft through the vessel while avoiding perforation of the artery wall. Should additional relevant information become available a supplemental MDR will be filed. (B)(4).

Event description:
The following event was reported in a literature article comparing the mynx vascular closure device with another manufacturer's vascular closure device. A total of (B)(4) participated in a study and (B)(4) mynx vascular closure devices were used. There was an unknown number of patients involved. It was reported that the mynx devices that were used for vascular closure following a percutaneous coronary intervention (pci) resulted in vascular injury defined as arterial perforation, dissection, or acute limb ischemia requiring repair with either surgery or peripheral intervention. The operator of the device used fluoroscopic guidance and bony anatomic landmarks to access the common femoral artery. Either a 6f or 7f procedural sheath was then introduced. Additional information was requested, but is not available at his time. This is report 1 of 8 for this event.